Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. In addition, it was reported that the customer received a stuck button alarm. Customer's blood glucose level was 300 mg/dl. Tandem technical support educated the customer to keep items from pressing on the button to prevent this alarm from occurring. However, customer could not confirm if the button was held down. Reportedly, customer continued to use the pump for insulin therapy.